Manufacturer narrative:
Included ni for section to indicate no information available.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Information for section a4 was not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.